Event description:
It was reported that, during priming, the device displayed error message 225, indicating a faulty delivery device. The cable was detached and reattached and the device was restarted and the device was successfully primed twice. The first treatments on right and left were completed but the error message was displayed again. The second treatment on left was not completed; it was noted that the physician was satisfied with the results achieved during the first treatment round. The procedure was not completed; the patient was under local anesthesia. There were no patient complications reported.

Manufacturer narrative:
The procedure was stopped per physician discretion and the patient was under local, rather than general. Anesthesia. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported that, during priming, the device displayed error message 225, indicating a faulty delivery device. The cable was detached and reattached and the device was restarted and the device was successfully primed twice. The first treatments on right and left were completed but the error message was displayed again. The second treatment on left was not completed; it was noted that the physician was satisfied with the results achieved during the first treatment round. The procedure was not completed; the patient was under local anesthesia. There were no patient complications reported.

Manufacturer narrative:
The procedure was stopped per physician discretion and the patient was under local, rather than general. Anesthesia. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported that, during priming, the device displayed error message 225, indicating a faulty delivery device. The cable was detached and reattached and the device was restarted and the device was successfully primed twice. The first treatments on right and left were completed but the error message was displayed again. The second treatment on left was not completed; it was noted that the physician was satisfied with the results achieved during the first treatment round. The procedure was not completed; the patient was under local anesthesia. There were no patient complications reported.